Event description:
Report received of an unintended rate during the programming of the device. The pump was received in the biomedical engineering dept. With a not that read, "when punching in the rate, at times the numbers will continue to count up on their own". The pump was tested in the biomedical engineering dept. Reportedly, during the programming of the pump, when the rate was being selected with the up and down arrows, the titrate key would intermittently stick and the rate would change to a higher number than intended. The rate was reported to change only during the programming of the pump and not while the device was set in the "run" mode. There were no reported adverse pt events while in clinical use. Though requested, there was no further info available.